Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm, but during the follow up, it was reported that there was a leak noted. The technical service representative assisted the patient with cycling the power on the device to clear the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak from the supplies which is a known cause of this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.